Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of green/pink image on the video telescope was confirmed. Based on the results of the investigation, it¿s likely that the reported issue occurred due to a faulty charged coupled device. However, the specific root cause of the faulty charged coupled device cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope had green/pink image. The issue occurred during preparation for use. There were no reports of patient harm.